Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that phrenic nerve stimulation was noted when it comes to this right atrial (ra) lead. An explant of the lead took place but it was noted that the helix would not retract. The lead was finally explanted and will be returned. No additional adverse patient effects were reported.